Event description:
During prepping, the physician confirmed that the hemostasis valve of a brite tip sheath (6f 11cm) came off from the suture collar. Therefore, it was exchanged for a new one. The procedure was finished successfully. There was no patient injury as the device was not clinically used. There was no kink in the area of the separation. There was no damage to the product pouch. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during prepping, the physician confirmed that the hemostasis valve of a brite tip sheath (6f 11cm) came off from the suture collar. Therefore it was exchanged for a new one. The procedure was completed successfully. There was no patient injury, as the device was not clinically used. There was no kink in the area of the separation. There was no damage to the product pouch. The product will be returned for analysis. A non-sterile si brite tip 6f 11cm str vessel dilator and a non sterile sheath cannula with the hemostasis valve and brim cap separated from cannula hub were received for analysis. The non-sterile hemostasis valve and brim cap components were received in a separate ziplock bag. Per visual analysis, besides the hemostasis valve and brim cap components detached from cannula hub, no other anomalies/ damages were observed on the cannula sheath, vessel dilator or hemostasis valve and brim cap received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cap inside diameter and the cannula hub thread outside diameter were measured and results were found within specification. The complaint reported by the customer ¿endovascular vascular access- hemostasis valve/hub- separated¿ was confirmed during the analysis due to the hemostasis valve and brim cap separated from cannula hub condition of components as received. However, the exact cause of the hemostasis valve and brim cap components separated from cannula hub condition could not be conclusively determined during the analysis. Neither the analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. No corrective and preventive actions will be taken at this time since cap ID and cannula hub thread od were found within specification.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15780005 revealed no anomalies during the manufacturing and inspection processes. No issues were noted that were considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.